Event description:
Additional follow up revealed that patient underwent a surgical procedure on (B)(6) 2018 and scs system was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient is experiencing pain and burning sensation at ipg site, regardless whether or not they have their stim on. Patient also stated that they have not used their system in years. Patient refused reprograming and system diagnosis test. As a result, surgical intervention may be pending to address the issue.